Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the infusion stopped after 5 hours when it was supposed to run for 48 hours. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were missing. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. No fault was found with the device. However, found no disposable, key stuck and power down messages in the event history logs. Recommended downstream sensor and keypad to be replaced as precaution. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).